Event description:
Dr. (B)(6) at (B)(6) in (B)(6) performed lasik in (B)(6) of 2010 then not quite a year later prk on my right eye only to touch it up. I then had multiple retinal detachments, until choroidal effusion occurred and I became blind. Eventually the pressure in the eye was so low and the pain so great I began autologous serum drops to help with pain and then finally pain meds, I eventually needed more pain meds and decided to have the eye enucleated, which was performed in (B)(6) at (B)(6) hospital. I have a prosthetic eye now. I believe lasik eye surgery should not be allowed as it is a way to make doctors rich and "do no harm" is not followed with this practice. I have met many, many people like me. It's unfortunate.